Event description:
It was reported by the patient's parent that the patient's blood glucose level reached 20 mg/dl about 3 times. The patient was taken to the hospital by ambulance and was instructed by the doctor to not use the pump. As treatment, the patient is currently using injections. Additional information regarding the incident was solicited but is unavailable. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Manufacturer narrative:
Additional information received, b5 updated.

Event description:
It was reported by the patient's father that the patient's blood glucose level reached 20 mg/dl approximately 3 times, leading to a fall while visiting a relative at (B)(6) hospital. She was hospitalized there for 2 days until her condition stabilized and was then transferred to (B)(6) hospital for further evaluation and treatment. The patient is currently on injections as part of her treatment.